Event description:
--

Manufacturer narrative:
At this time, it is unknown whether this ICD will be returned to boston scientific for laboratory analysis. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this patient was admitted to the hospital after the patient received a shock. Upon interrogation, this implantable cardioverter defibrillator (ICD) displayed an error code. The device had reached end of life (eol). This patient has been scheduled for urgent pg replacement. There was concern this ICD experienced premature battery depletion. This ICD will not be collected by the representative post explant due to the replacement procedure taking place at a different hospital. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Subsequently, additional information was received that this ICD was explanted. It is unknown whether the ICD was returned for analysis. There were no adverse patient effects reported.